Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported a confirmed over discharge and was performing a pmr (physician mode recharger). No symptoms were reported. Additional information from the representative reported he performed one pmr and was still unable to recharge the ins. Troubleshooting reviewed using the antenna locate feature and the representative started another pmr. The representative noted that the consumer fell down his steps about (B)(6) weeks ago and after that the implantable neurostimulator (ins) was not recharging the way it used to. The consumer then went on a trip and forgot the recharger, and when he got home it would not charge at all. The representative noted the ins was very superficial and tight in the pocket. He did not think it was flipped. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.